Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report : 02oct2020.

Event description:
The customer called into technical support (ts) reporting that the device will not allow you to silence any alarms or reset them, turns on with a diagnostic code alarm led failure. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the reported problem with the assistance of the manufacturer¿s technical support (ts) and confirmed reported problem. Ts advised the customer the recommended repair is to replace the v60 power switch overlay. The customer replaced the device per ts recommendation and reported that the power switch overlay has resolved the problem.

Manufacturer narrative:
G4:29jan2021. B4:29jan2021. The customer reported that the issue was found during patient use and the unit had to be replaced with another unit which caused an interruption in therapy. No patient harm or no additional medical intervention reported. The customer replaced power switch overlay to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.